Event description:
It was reported that a male luer was found broken in a flogard compatible blood set during infusion. There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample filled with blood was received at the plant for evaluation. Visual inspection revealed that the luer lock pip was completely broken off. The reported condition was confirmed. No other test was performed. The cause of the reported condition was due to handling/lateral force used on the product during use. Should additional relevant information become available, a supplemental report will be submitted.